Event description:
The customer reported that while running an htlv-I rp21e assay, summit sample handler failed to pipette sample and reagent into well a2. No error message was generated. No ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic syss complaint number 97-03836-07.